Event description:
It was reported that a spectrum infusion pump alarmed system error 105 while on a patient. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms and observed it at power up, determined to be caused by a seized motor. The failed motor assembly was replaced.